Event description:
Customer reported a saturation fault error message. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the snubber board, batteries, and generator driver board.